Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon detachment, rupture and removal difficulties occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. A 6.0mmx40mmx135cm fg sterling mr balloon catheter was advanced for dilatation. However, during third inflation at 8 atmospheres for 1 minute, the balloon ruptured and was separated. When the separated balloon part was tried to be pulled out in the sheath, the balloon became crumpled like a bellows and was caught into the sheath and could not be pulled out. After that, when the device was pulled out harder, the inner shaft was stretched and the balloon was eventually separated. The separated balloon was brought into the 8fr sheath and was removed without surgical procedure. The procedure was completed with a different device and there were no patient complications nor injuries reported.